Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the product analysis lab (pal) for the reported event of patient symptom. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The drain volume of the reported event was revealed in the logs during evaluation. The drain volume was 3768ml on (B)(6) 2010, which meets increased intra-peritoneal volume (iipv) criteria. The most probable cause was determined to be insufficient drain due to use error as the tidal uf removal was set too low due to use of higher dextrose. The iipv revealed in the device logs is related to the patient symptom and is due to use error. The device will be routed to the service area.

Event description:
A customer contacted baxter's technical service center regarding overfill symptoms while on the home choice (hc) during dwell 4 of 4. The home patient (hp) was on a tidal therapy. The fill volume was 2000ml, the last fill volume was 2000ml, and the ultrafiltration (uf) was 350ml. While in dwell 4 of 4, the hp stated his abdomen hurt and he felt overfilled. The hp stated he drained 3850ml in drain 4 of 4. According to the hp, whenever he uses 4.25% dextrose he has problems. By the time the hp gets his last fill his abdomen hurts at the end of therapy and he performs a manual drain in which he gets out about 2800ml. The hp is diabetic and on a very hi-dose of insulin. The tsr arranged to swap the device. The tsr explained that the hp will need to speak to his doctor or nurse about this issue. According to the hp, when he uses 1.5% dextrose his uf is normally around the uf setting of the hc and he does not have any issues. Furthermore, the hp always gets a low drain alarm when he starts therapy. According to the hp, he bypasses the initial drain. The initial drain alarm (ida) is set at 1700ml. According to the nurse, she verified the patient's procard and stated that the patient did not have a drain volume of 3850ml per the pro card, however, she did not have the actual drain volume available. The nurse stated the patient was shaken up by the (B)(6), but was not overfilled. The nurse advised that the ida has been adjusted. There was no patient injury or medical intervention associated with this event.